Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, a sales representative reported via email that two ar-1927bct-475 4.75 mm biocomposite corkscrew ft anchors broke apart during implantation. This event was discovered during a rotator cuff repair procedure on (B)(6) 2026, with no reported patient harm.